Event description:
It was reported that customer experienced high blood glucose of 522 mg/dL. The cause of the high blood glucose (BG) was unknown. A correction bolus was delivered to address BG level. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.